Manufacturer narrative:
(B)(6). The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the connecting tube. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesives around the objective and light guide lenses had a white clouded area, the adhesives around the light guide and objective lenses was peeled, the scope cover was dented, the connecting tube was buckled, the forceps channel port was shaved, the suction cylinder was shaved, paint on the suction cylinder was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera colonovideoscope had an air/water leak from the body control unit due to a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: was the device cleaned, disinfected, and sterilized before sending it to olympus? Unknown. Was there any delay in the start of precleaning? Unknown. Was the air/water nozzle flushed with water and air? Unknown. Was the air/water nozzle / channel immersed in the detergent solution? Unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the objective lens cleaning function. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.